Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient was not getting adequate therapy due to an inoperable ipg. Troubleshooting was attempted, but the ipg would not communicate with external devices. As a result, surgical intervention may occur to address the issue.

Event description:
It was reported that the patient's ipg was explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.

Manufacturer narrative:
The reported event of ipg communication issues was confirmed. Analysis revealed that the bluetooth (ble) antenna electrical contacts were not inserted into the hybrid plug p2. This would have contributed to the communication issue that was observed in the field. Manufacturing investigation findings: an update to the ¿manufacturing procedure, ipg body assembly¿ per 57-0477, step 8.6 "closing the can"- process operator will confirm that both antenna pins are fully inserted in the connector, using tweezers to ensure the pins are bottomed out in the connector, prior to the ipg can closure.